Event description:
This device was explanted due to no longer needed and patient was experiencing discomfort. Should additional information become available, this file will be updated.

Manufacturer narrative:
This file was opened in error. This is not reportable.